Manufacturer narrative:
(B)(4). Concomitant medical products: item: medical product ¿ zimmer cup catalog #: 01.2345.678 lot #: 123456. The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting additional information was sent on august 03, 2018 to the appropriate representatives. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery the allofit cup and biolox delta liner could not assemble. Hence the larger size cup and polyethylene liner was implanted.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: does not assembly. Event summary: it was reported that on jul 30, 2018 during a primary hip implantation in a female patient it was not possible to match the liner and the cup. The liner on one side was more protruding than the other side. Some attempts of liner removing and inserting were done in order to find the correct centring. A cup mobilization occurred thus the cup was replaced by another one which had a larger size and a polyethylene liner was used. The surgical technique was not followed as the positioner with suction cup was not used for the ceramic liner insertion. Review of received data: surgical report of implantation. Devices analysis: visual examination: biolox delta taper liner 32/gg : the inner surface shows three longer, one bigger and multiple small scratches. On the rim area some scratches along the inner edge can be found. The outer edge is scratched along the complete circumference. On the taper three bigger, roundish marks and two smaller marks (one placed on each side of the three bigger marks), all placed at constant distance from each other can be seen. Next to the gg/32 marking spot like marks are found. Additionally, the taper area shows countless small scratches spread all over. On the hemispherical surface three marks attract attention. One mark is centered in the middle of the hemisphere. The other two marks are pointing towards the side. Again, countless small scratches are spread all over. Allofit-s it shell 48/gg: some scratches are spread over the inner surface of the cup. Close to the rim area 6 of the notches, five adjoined notches on one side and one notch on the opposite side, show indentation and massive deformation. These deformations continue on the outer surface, especially in the region of the five adjoined, damaged notches. On the outer surface close to the rim some bone residue can be found. The teeth of the outer surface become more and more shorn towards the center. The four rows around the pole hole are almost completely shorn. The thread centered in the cup is heavily deformed, so that the individual threads are almost inexistent. Functional test: a functional test was performed to assemble the received liner with the received cup. The liner could be inserted without any difficulties. When the liner reached its final position it stuck out of the cup by around 1 mm. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: difficult liner insertion due to deformation of shell (due to load and inhomogenous bone conditions): possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to incorrect associated instruments used: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to inadequate handling during storage: possible, as only little information is given this cause cannot be excluded. Intraoperative complications due to incorrect insertion direction: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to incorrect assembled components and/or incorrect aligned assembly forces: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to incorrect assembled components and/or incorrect aligned removal forces: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to excessive assembly force, leading to wrong aligned pole plug: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned pole plug => possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to excessive or lack of insertion force leading to wrong aligned pole plug: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Device damage (screw bore, screw head) due to excessive insertion force: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Device damage (screw bore, bore plug) due to excessive insertion force: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Intraoperative complications due to incorrect assembled components and/or incorrect aligned assembly forces: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Damaged device (shell, insert) due to incorrect removed components and/or incorrect aligned removal forces: possible, as no medical data such as x-rays and surgical reports were received this cause cannot be excluded. Inadequate implant positioning due to inappropriate information on packaging label or not legible packaging label leads to incorrect/offlabel use of implant: possible, as only little information is given this cause cannot be excluded. Intraoperative complications due to inappropriate information on packaging label or not legible packaging label leads to incorrect/off-label use of implant: possible, as only little information is given this cause cannot be excluded. Conclusion summary: it was reported that on (B)(6) 2018 during a primary hip implantation in a female patient it was not possible to properly assemble the liner and the cup. The liner on one side was more protruding than the other side. Some attempts of liner removing and inserting were done in order to find the correct centring. A cup mobilization occurred thus the cup was replaced by another one which had a larger size combined with a polyethylene liner. Review of the surgical report showed that osteophytes were present in the epiphysis of the femur. The acetabular cup was stated to be ovalized. Further, abnormally porotic bone is evidenced on the acetabular cup with less bone on the anterior wall as well as on the quadrilateral lamina due to which two seats were prepared with bone taken from the head of the femur. Then there was the assembly of 48 allofit cup, with excellent fit and primary stability. Removal of periacetabular osteophytes. Application of the standard 32 ceramic insert, which has a centering anomaly for which it is forcibly removed. In the removal maneuvers, by forcing, the acetabular cup is also mobilized, so it is raised to 50 and a 50 allofit cup has been used, with excellent fit and primary stability. Usage with a polyethylene inlay. Further, it was reported that the surgical technique was not followed as the positioner with suction cup was not used for the ceramic liner insertion. Additionally, according to the high deformations of the cup, it can be assumed that the liner removal tool was not used as well, or it did not work as the liner was too jammed. The visual examination of the ceramic biolox delta taper liner shows extensive signs of usage, consisting of scratches spread all over the outer surface. At the taper of the outer surface 5 spot like marks, placed at constant distance, are found. Additionally, on the hemispherical surface three round marks can be found. The polished inner surface shows four bigger scratches and a few small scratches. The allofit-s it shell shows scratches on the inner surface. But, most prominent are 5 highly deformed notches close to the rim area. On the outer surface deformations close to the rim can be seen, as well as shorn teeth especially the ones close to the pole. Further, the thread of the pole plug is highly damaged, so that the individual threads are inexistent. The functional test showed that the liner and the cup can still be assembled and disassembled without any difficulties. The liner sticks out of the cup by 1 mm, which is in normal range, especially given the extensive deformations of the cup. The five marks on the liner match with the deformed notches of the cup. It can be assumed that the marks on the liner were product during multiple attempts to remove liner from the cup. The three marks on the liner hemisphere match with the screw holes and the hole for the pole plug of the cup. But when the rim area is aligned, the screw holes do not match and vise versa. Therefore, the liner must have been rotated by around 120° at some point during the surgery. The marks on the liner hemisphere might have been introduce by malpositioned screws, however, the usage of screws was not mentioned in the surgical report. Therefore, it may be possible that the cup and liner were extracted from the patient while being still assembled and the marks were introduced by pushing the liner out of the cup outside of the patients body. The quality records of the allofit-s it shell and the biolox delta tapered liner show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, it is possible that the liner canted prior or during impaction, especially, as the suction instrument for the liner insertion was not used. Nevertheless, based on the product investigation and the document review, no specific root cause can be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant device: item #00877500832; item name: biolox delta taper lnr gg/32; lot#2939247. Therapy date: (B)(6) 2018. A surgical report has been received for review. As soon as supplemental information/ investigation results becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.